Event description:
It was reported that the right ventricular lead showed high impedance trends then stabilized, but when impedance was taken manually there was one impedance spike. A possible lead fracture is suspected. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.